Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept and was not returned to the MFR. The catalog number and lot code for the reported device was not provided. Additional info including x-rays and medical records was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported: "during pt examination it was determined that her knee was unstable during surgery. Dr determined he needed to remove the femoral component and replace it with a stemed augmented femur. Surgeon left the tibia and used another insert. Implants."